Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a surgery. After the surgery, the pfna-ii aiming arm and zig unable to detach from nail. Surgeons removed complete implants back and placed lcp-dhs. The surgery was completed successfully with 60-minutes delay. The patient outcome was unknown. Concomitant device reported: pfna-ii blades(part# 04.027.053s; lot# unknown; quantity: 1). Locking screws stardrive b 5.0 mm, for medullary nails (part# 04.005.524; lot# unknown; quantity: 1). Connector for pfn, for no. 357.020 (part# 357.028; lot# unknown; quantity: 1). Connecting screw, cannulated, for pfn and pfna (part# 357.029; lot# unknown; quantity: 1). This complaint three (3) devices. This report is for one (1)connect-scr-cann f/pfn+pfna. This is report 5 of 7 for (B)(4).